Event description:
The device was returned for repair and overheated during the repair process. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The investigation is ongoing. A follow up report will be filed when the investigation is complete.